Manufacturer narrative:
Visual inspection of the catheter there was dried body fluid on the handle, main body tubing and distal end. Dried saline was also present on the distal end an inside several irrigation ports. The distal end had two bends in the center support (s-curve), approximately 30 mm and 55 mm from the end of the distal tip. The distal tip had also partially pulled away from the main body tubing. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical testing, while manipulating the catheter shaft, revealed no open or short circuits as checked manually using a multi-meter and breakout box. All electrode, sensor and thermocouple resistances measured in specification and were typical. The catheter lumen passed catheter leak testing. X-ray confirmed that the catheter tip was partially separated from the end of the main shaft tubing. No other anomalies were noted. The distal end was dissected to examine the distal end cavity. No fluid debris was observed; however, two kinks were present in the cooling lumen; a bend at approximately 22 mm from the end of the tip, and a pinch caused by contact with the adhesive joint between the sensor and the twisted wire pair. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
This event is reportable upon device analysis completed 12/20/2019. It was reported that a temperature error occurred. During an ablation procedure for atypical flutter using an intellanav mifi open-irrigated catheter, a temperature error (d6) was displayed on the generator. The generator pod and the rhythmia ablation box were exchanged, but this did not solve the problem. The catheter was replaced, and the problem was corrected. The procedure was successfully completed without patient complication. However, returned device analysis revealed a restriction in the flow of irrigation fluid to the distal tip.